Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 11-oct-2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), yielded a high concern bacterium after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 and identified 170 colony forming units(cfu) as comprising of the following 3 isolates: 1 - positive rods - bac illus circulans, 2 - variable rods - paenibacillus provencensis, 3 - positive cocci - micrococcus luteus. Study number: (B)(6). The long term loaner duodenoscope was received by pentax medical for evaluation on 18-oct-2019. The duodenoscope was inspected by pentax medical service on 21-oct-2019 and the following inspection findings were documented: distal cap - fixed type failed epoxy seal integrity inspection, operation channel twisted in bending section, up/ down angulation knob play, distal tip annual maintenance, distal cap/ case cracked, passed wet leak test, passed dry leak test, air/ water socket worn thread, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Repairs were performed on the duodenoscope which included replacement of the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, air/water socket, o-ring(0.5x1.3). Pentax medical video duodenoscope, model ed-3490tk, serial number (B)(4), has been routinely serviced at pentax facility since the device was put into service on 20-mar-2012. The video duodenoscope is currently awaiting qc final approval and organic resampling as of 08-nov-2019.